Event description:
It was reported that the patient presented for a system upgrade; however, the procedure was aborted due to an observation of the left subclavian and axillary veins. The leads remain in use. No further patient complications have been reported as a result of this event.